Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion of herceptin infused faster than expected. When one pump over-infused, the medication was switched to the second pump and it also over-infused. Both pumps free-flowed unexpectedly. The facility's biomed department performed pm testing on pcu (B)(4) on 10/2/2018 and it passed all testing. The facility's biomed department performed pm testing on lvp (B)(4) on 10/2/2018 and the unit failed the flow rate test by over-infusing. No adjustments were made to the flow rate. The facility's biomed department performed pm testing on lvp (B)(4) on 10/2/2018 and the unit required replacement of the left iui as the iui was slightly corroded. Unit passed all other tests. There was no patient harm. Received a copy of the FDA sus voluntary event report which states, ¿rn noted that the drip rate of herceptin was infusing much faster than the intended, programmed rate of the alaris pump. Pcu 14139165; lvp 14776442; lvp 14188203." Received a copy of the FDA sus voluntary event report which states, ¿rn noted that drip rate of herceptin on secondary tubing was bruising at a rapid rate, faster than programmed. Tubing clamped and set up confirmed to be correct. Tubing kept and IV pump changed. Secondary tubing continued to infuse at a rapid rate. Once secondary tubing exchanged, drip rate was appropriate." Received a copy of the customer's maude report from the FDA which states, "rn noted that the drip rate of herceptin was infusing much faster than the intended, programmed rate of the alaris pump."

Event description:
The customer reported that a secondary infusion of herceptin infused faster than expected. When one pump over-infused, the medication was switched to the second pump and it also over-infused. Both pumps free-flowed unexpectedly. The facility's biomed department performed pm testing on pcu (B)(4) on (B)(6) 2018 and it passed all testing. The facility's biomed department performed pm testing on lvp (B)(4) on (B)(6) 2018 and the unit failed the flow rate test by over-infusing. No adjustments were made to the flow rate. The facility's biomed department performed pm testing on lvp (B)(4) on (B)(6) 2018 and the unit required replacement of the left iui as the iui was slightly corroded. Unit passed all other tests. There was no patient harm. Received a copy of the FDA sus voluntary event report which states, ¿rn noted that the drip rate of herceptin was infusing much faster than the intended, programmed rate of the alaris pump. Pcu (B)(4) lvp 14776442; lvp 14188203." Received a copy of the FDA sus voluntary event report which states, ¿rn noted that drip rate of herceptin on secondary tubing was bruising at a rapid rate, faster than programmed. Tubing clamped and set up confirmed to be correct. Tubing kept and IV pump changed. Secondary tubing continued to infuse at a rapid rate. Once secondary tubing exchanged, drip rate was appropriate." Received a copy of the customer's maude report from the FDA which states, "rn noted that the drip rate of herceptin was infusing much faster than the intended, programmed rate of the alaris pump."

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Functional testing performed found the pump module to be delivering fluid out of specification. Rate calibration was performed. After calibration, the device delivered fluid within specification. The pcu event log contained no obvious programming errors that would result in the reported event, and free flow was not observed on the device. The root cause of the overinfusion was an improperly calibrated pump module.